Event description:
It was reported that during the implant procedure the physician advanced and retracted the lead helix several times to achieve better parameters. Eventually, the lead helix became difficult to operate and the physician chose to use a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).